Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tube's right flange was broken. The patient was recannulated with a replacement tube. The customer reported there was no patient harm associated with this event.